Manufacturer narrative:
The customer complaint that a pump module would not respond when programming the device was confirmed by the bd repair depot. During servicing by the bd repair depot in january 2019 the keypad was found to be faulty and was replaced. This file was opened to document the issue that was reported. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. No further investigation of this event is possible at this time. The system was being used for treatment. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported the keypad on the pump module would not respond when programming the device. There was no patient involvement.